Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8247890; medical device expiration date: 2023-08-31; device manufacture date: 2018-09-04; medical device lot #: 8171657; medical device expiration date: 2023-07-31; device manufacture date: 2018-08-29; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported a needle clog occurred with a bd ultra fine¿ pen. The following information was provided by the initial reporter, "material no. 320122, batch no. 8247890, 8171657, unknown. It was reported that needles are clogged and needle is bent at non patient end. Verbatim: consumer reported needle clog and needle bent at non patient end of hub during injection, also stated that the needles do not work during priming. Consumer is new to using pen needles, started about five months ago, problem occurred with every box since. I reviewed the steps for attaching pen needles. Consumer provided two lot #s 8247890, exp 08-31-23 and lot # 8171657, exp 07-31-23, product # 320122. Samples were discarded."